Event description:
Patient reported "possible leak", "wrinkling" and "pain up under the implant". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: Rupture.